Manufacturer narrative:
E1: reporting institution phone number -(B)(6). Reporter phone number - (B)(6). This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00397. All information from the original report(s) has been transferred to this report.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "backup alarm failed" error code. The device was in clinical use when the issue occurred. The patient was moved to a different ventilator. There was no delay in therapy, and no medical intervention was required. No patient or user harm reported. A philips remote service engineer (rse) reported that the customer's device displayed a "backup alarm failed" error code. It was reported that the issue could not be duplicated, however, there was a relevant log dated. A philips field service engineer (fse) reported that the issue was not duplicated by a check performed. It was noted that since the occurrence record of "check vent: backup alarm failed" (diagnostic code 1104) was confirmed in the event log, the cpu board was replaced as recurrence preventive measures.

Manufacturer narrative:
The central processing unit (cpu) printed circuit assembly (pca) was returned to philips for failure investigation. The technician verified that the alarm error code 1104 shows once in the log dating 01/8/2023. Neither the occurrence nor the associated error code 1104 could be duplicated at the product investigation lab during the boot up of the standard test bed using the cpu pca. The board passes all engineering testing, and all voltages required for the proper operation of the system are well within specification. Ls1 resistance has been measured as a solid 394k ohms (unit of electrical resistance), verifying that ls1 is not shorted or open and ls1 functions with a discernable audible tone with 10 volts direct current (vdc) applied. With the unit in a no power/ hardware power fail state the product investigation lab (pil) tech allowed the visual and audible back up alarm to operate for a period of 2 minutes. Both the visual and audible alarms operated without issue. D4 - product UDI is corrected.